Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including swelling, pins and needles sensations, nasal drip, joint paint, fibromyalgia, rashes, neck pain, night sweats, ringing in ears, insomnia, and vaginal itching. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The device was explanted on (B)(6) 2019. This report is for the first of two devices.